Event description:
It was reported that ten weeks after a lead revision, the patient had presented to the hospital for an unrelated issue, and it was noted that the patient had a methicillin-resistant staphylococcus aureus infection. Two weeks later, the cardiac resynchronization therapy defibrillator (crt-d) system and absorbable antibacterial envelope were explanted and replaced with a pacemaker system. It was unknown if the device pocket had signs of an infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 479888 lead implanted: (B)(6) 2024 mdt antibacterial absorbable envelope implanted: (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.